Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with ongoing elevated blood glucose (bg) levels of 565 mg/dl and ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin, as well as potassium and correction injections to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.